Manufacturer narrative:
(B)(4). The device has not been returned for evaluation.

Event description:
It was reported that the drill "is beginning to run hotter than usual." The case was completed with no harm to the patient. There was no user impact or injury reported.

Manufacturer narrative:
The handpiece was received and evaluated by the service repair technician. Analysis found the device was not working properly due to a broken lever/magnet holder. The reported complaint for heat was not be confirmed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.